Event description:
Reportedly, while cutting and sealing tissue with the device. The device jaws would not re-open. The user had to "wiggle" the device until it loosened and released. As a result, the electrode jaws disengaged from the instrument. There was no injury to the pt reported.